Manufacturer narrative:
Submit date: 07/06/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports: the devices are too small and do not cover the entire site. When the device is removed from the patient's skin, the skin remains on the device because it is too strong. There was skin lesion.

Manufacturer narrative:
Submit date: 11/14/2016. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. Skin irritation from adhesive: the exact root cause of the reported condition could not be determined without an actual sample to examine. Biocompatibility testing results for the product family were completed. Based on the results the device meets the biocompatibility requirements for its intended use and therefore is expected to pose no potential toxic liability to the patient. The most likely cause is that the patient¿s skin was in a compromised state and/or had sensitivity to the adhesive in the dressing. Dimension not to specification: the exact root cause of the reported condition could not be determined without an actual sample to examine. A variety of sizes are available within this product family and 6640 is the second smallest size offered for kendall transparent film dressings. The most likely cause is that the product code size that was used was too small for what was needed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Biocompatibility and cytotoxicity testing must be considered for each change made to the product before the change is approved. In addition, the functionality of the dressing is tested throughout the lot. Due to rate of occurrence calculated at (B)(4) and low patient safety risk, CAPA request has been rejected. An existing formal investigation action is not being taken to address this failure/defect. This information will be utilized for trending purposes to determine the need for corrective actions.